Manufacturer narrative:
Complaint conclusion: as reported, the protective part of the sealant of a 5f mynx control vascular closure device (vcd) was broken, so it could not be used for the procedure. There was no reported patient injury. The procedure was a transcatheter arterial chemoembolization (tace) treatment. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for product investigation. Per visual analysis, the unit was thoroughly inspected observing that button #1 and button #2 were not depressed. The procedural sheath and syringe were not returned for evaluation. The stopcock was set in the closed position, and the balloon was not inflated. The sleeves were kinked, exposing the sealant, which was swollen with blood. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. Per dimensional analysis, the catheter working length was measured to be verified, and the result was found within specification. The slit length on the outer sleeve was not measured to be verified due to observed kinks. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). The tension indicator was aligned manually before buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon, and no resistance was felt. No issues were noted with respect to both buttons 1 and 2 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, the cartridge assembly was inspected with a vision system to obtain a magnified image, and it was observed that the sleeves presented a kinked condition, exposing the sealant that was also swollen with blood. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was confirmed through analysis of the returned device as the sealant sleeve assembly had a condition observed as ¿sealant sleeves (cartridge assembly)-kinked/bent.¿ additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked/bent sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle) and/or the condition of the sheath (although not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the protective part of the sealant of a 5f mynx control vascular closure device (vcd) was broken, so it could not be used for the procedure. There was no reported patient injury. The procedure was a transcatheter arterial chemoembolization (tace) treatment. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: per product evaluation, the sealant is exposed due to an outward kinked condition noted on the sealant sleeves.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.